Event description:
Olympus was informed that during a therapeutic cystoscopy procedure on (B)(6) 2022, the ceramic insulation at the distal end of the resection sheath broke off and fell into the patient's body cavity. However, this was only noticed three months later. The patient was reported to have suffered from hematuria as a result. An additional procedure was required to retrieve the fragment, which was performed on (B)(6) 2022. No further information was provided.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that the ceramic insulation at the distal end of the resection sheath had broken off. The cause of this damage is most likely thermo-mechanical fatigue and/or mechanical overload, possibly as a result of excessive force such as impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The investigation also found that the cap had detached from the locking mechanism of the locking ring and that there was a dent in the sheath. This damage was caused by external force and can thus be attributed to user error. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.